Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("medical device complication"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovaries, lower abdominal pain, vaginal discharge, vaginitis, vaginal discharge abnormality, menstrual irregularity, flank pain, pain, urinary urgency, anxiety, depression, suprapubic pain and mood altered. Concomitant products included beta-lactamase sensitive penicillins, cefalexin (cephalex), ethinylestradiol;norgestimate (sprintec), medroxyprogesterone acetate (depo-provera), metronidazole (flagyl), sertraline hydrochloride (zoloft) and sulfamethoxazole;trimethoprim (bactrim). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy : hypersensitivity"), cystitis ("bladder/urinary problems : bladder infection"), bladder disorder ("bladder/urinary problems : bladder problems"), urinary tract disorder ("bladder/urinary problems :urinary problems"), alopecia ("other injuries/symptoms : hair loss"), fatigue ("fatigue"), arthralgia ("joint pain"), vaginal haemorrhage ("abnormal bleeding vaginal") and headache ("headache"). The patient was treated with surgery (hysterectomy. (Full), salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia and vaginal haemorrhage had resolved, the hypersensitivity, cystitis, bladder disorder, urinary tract disorder, alopecia, arthralgia and headache outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, alopecia, arthralgia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (camping),dyspareunia (painful sexual intercourse),pelvic pain abdominal pain menorrhagia(heavy menstrual bleeding), hypersensitivity, bladder infection ,bladder problems ,urinary problems, hair loss ,fatigue, joint pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: result: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: abdominal pain, bladder infection, pelvic pain, menorrhagia, fatigue., urinary tract infection and nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2019: plaintiff fact sheet and mr received. Events: abnormal bleeding vaginal, headache were newly added. Patient demographic information updated. Other relevant history and lab data updated. Outcome of event fatigue was changed to recovering/resolving. Essure stop date updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy : hypersensitivity"), cystitis ("bladder/urinary problems : bladder infection"), bladder disorder ("bladder/urinary problems : bladder problems"), urinary tract disorder ("bladder/urinary problems :urinary problems"), alopecia ("other injuries/symptoms : hair loss"), fatigue ("other injuries/symptoms : fatigue") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy. (Full), salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia and menorrhagia had resolved and the hypersensitivity, cystitis, urinary tract disorder, alopecia, fatigue and arthralgia outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, menorrhagia, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (camping),dyspareunia (painful sexual intercourse),pelvic pain abdominal pain menorrhagia(heavy menstrual bleeding), hypersensitivity, bladder infection ,bladder problems ,urinary problems, hair loss ,fatigue, joint pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: reporter information was added. Medical device complication and medical device removal were deleted. New events added dysmenorrhea (camping),dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, menorrhagia(heavy menstrual bleeding), hypersensitivity, bladder infection ,bladder problems ,urinary problems, hair loss ,fatigue, joint pain. Event outcome added dysmenorrhea (camping),dyspareunia (painful sexual intercourse),pelvic pain abdominal pain menorrhagia(heavy menstrual bleeding). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure (batch no. 898928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovaries, lower abdominal pain, vaginal discharge, vaginitis, vaginal discharge abnormality, menstrual irregularity, flank pain, pain, urinary urgency, anxiety, depression, suprapubic pain and mood altered. Concomitant products included beta-lactamase sensitive penicillins, cefalexin (cephalex), ethinylestradiol;norgestimate (sprintec) from (B)(6) 2009 to (B)(6) 2012, medroxyprogesterone acetate (depo-provera) (B)(6) 2012, metronidazole (flagyl), sertraline hydrochloride (zoloft) and sulfamethoxazole;trimethoprim (bactrim). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy : hypersensitivity"), cystitis ("bladder/urinary problems : bladder infection"), bladder disorder ("bladder/urinary problems : bladder disorder"), urinary tract disorder ("bladder/urinary problems :urinary problems"), alopecia ("other injuries/symptoms : hair loss"), fatigue ("fatigue"), arthralgia ("joint pain"), vaginal haemorrhage ("abnormal bleeding vaginal"), headache ("headache") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti"). The patient was treated with naproxen and surgery (hysterectomy. (Full), salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia and vaginal haemorrhage had resolved, the hypersensitivity, cystitis, bladder disorder, urinary tract disorder, alopecia, arthralgia, headache and urinary tract infection outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, alopecia, arthralgia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (camping),dyspareunia (painful sexual intercourse),pelvic pain abdominal pain menorrhagia(heavy menstrual bleeding), hypersensitivity, bladder infection ,bladder problems ,urinary problems, hair loss ,fatigue, joint pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: result: bilateral occlusion. Lot number:898928, manufacturing date:2011/08, expiration date:2014/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: quality-safety evaluation of ptc. (Product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure (batch no. 898928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovaries, lower abdominal pain, vaginal discharge, vaginitis, vaginal discharge abnormality, menstrual irregularity, flank pain, pain, urinary urgency, anxiety, depression, suprapubic pain and mood altered. Concomitant products included beta-lactamase sensitive penicillins, cefalexin (cephalex), ethinylestradiol;norgestimate (sprintec) from 21-oct-2009 to 22-may-2012, medroxyprogesterone acetate (depo-provera) (B)(6) 2012 , metronidazole (flagyl), sertraline hydrochloride (zoloft) and sulfamethoxazole;trimethoprim (bactrim). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia painful sexual intercourse"), menorrhagia ("menorrhagia heavy menstrual bleeding"), hypersensitivity ("allergy : hypersensitivity"), cystitis ("bladder/urinary problems : bladder infection"), bladder disorder ("bladder/urinary problems : bladder disorder"), urinary tract disorder ("bladder/urinary problems :urinary problems"), alopecia ("other injuries/symptoms : hair loss"), fatigue ("fatigue"), arthralgia ("joint pain"), vaginal haemorrhage ("abnormal bleeding vaginal"), headache ("headache") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti"). The patient was treated with naproxen and surgery (hysterectomy. (Full), salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia and vaginal haemorrhage had resolved, the hypersensitivity, cystitis, bladder disorder, urinary tract disorder, alopecia, arthralgia, headache and urinary tract infection outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, alopecia, arthralgia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (camping),dyspareunia (painful sexual intercourse),pelvic pain abdominal pain menorrhagia(heavy menstrual bleeding), hypersensitivity, bladder infection ,bladder problems ,urinary problems, hair loss ,fatigue, joint pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-jan-2020: pfs was received. Lot number was added. Event uti was added. Treatment drug was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced complication associated with device ("medical device complication"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.